Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 10 in the patient's mouth, primary stability could not be achieved due to poor bone quality. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 10 in the patient's mouth, primary stability could not be achieved due to poor bone quality. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).